Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and the low battery. The customer¿s blood glucose level was 59 mg/dl. The device will be returned for the analysis.